Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of non-sustained rv over-sensing due to noise was observed on a remote transmission. The patient presented to the clinic, and noise was reproduced by deep breathing and coughing. When a programming change was made, no over-sensing was noted, but the physician was not comfortable with the change so the setting was not executed. The patient was asymptomatic and will continue with a follow-up.

Event description:
It was reported that a review of a remote transmission showed an episode of pacemaker mediated tachycardia (pmt), and non-sustained rv over-sensing due to noise on the right ventricular (rv) lead. The patient presented to the clinic on (B)(6) 2025, and noise was reproduced by deep breathing and coughing. When a programming change was made, no over-sensing of noise was noted, but the physician was not comfortable with the change so the setting was not executed. However, a programming change was made to address the pmt. It was also reported that over-sensing of myopotential inhibition was noted on the device. It is unknown if this over-sensing was addressed. The patient was asymptomatic and will continue with a follow-up.